Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. A visual and tactile examination confirm that a break existed in the hypotube along with multiple kinks along both sections of the hypotube break. The break was located at 68cm distal to the distal end of the strain relief. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 21nov2024. It was reported that the middle part of the cutting balloon was bent. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in the occluded left anterior descending artery. During the procedure, it was noted that the middle part of the cutting balloon was bent and could not be used any more. The procedure was completed with a different device. No patient complications reported and the patient was stable post procedure. However, device analysis revealed that a break existed in the hypotube located at 68cm distal to the distal end of the strain relief.